Manufacturer narrative:
A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was showing an error code. No patient injury was reported.

Manufacturer narrative:
Other text: additional event information received indicating no patient injury (updated b5).

Event description:
Additional information received that the pump was being connected to the patient when the error occurred and the pump was switched out prior to initiating treatment.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced faulty motor. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. Model number: 6500. Device manufacturing date: 04-nov-2009.